Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. During release evaluation, a 0.5 large air was confirmed by echocardiogram on the device surface anterior side at 135 angle. The air presence route was unknown and was unable to be clearly confirmed under fluoroscopy. Release criteria was met, the device was released, and the wds was removed. The physician used a syringe to suction 100ml of air from the was side port. Echocardiogram findings confirmed that the air disappeared and the procedure was completed. There were no changes on the electroglottograph (ECG) waveform and the patient left the room without any changes to vital signs.